Event description:
It was reported that the patient reported hearing tones subcutaneous implantable cardioverter defibrillator (s-ICD) for approximately three weeks. Upon interrogation of the device a battery depletion message was noted. Engineering analysis of device memory noted an attempted telemetry session followed by stored atrial fibrillation (af) episodes with misaligned markers in addition to a high power consumption condition. It was noted that the misaligned markers would have prevented the device from successfully detecting and treating an arrhythmia and the issue was determined to be related to a timing issue on the telemetry chip. Further review of device memory noted that a successfully telemetry session was subsequently performed and should have corrected the issue. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient reported hearing tones subcutaneous implantable cardioverter defibrillator (s-ICD) for approximately three weeks. Upon interrogation of the device a battery depletion message was noted. Analysis of device memory noted an attempted telemetry session followed by stored atrial fibrillation (af) episodes with misaligned markers in addition to a high power consumption condition. It was noted that the misaligned markers would have prevented the device from successfully detecting and treating an arrhythmia and the issue was determined to be related to a timing issue on the telemetry chip. Further review of device memory noted that a successfully telemetry session was subsequently performed and should have corrected the issue. This product remains implanted and in service. No adverse patient effects were reported.